Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the neck trial would not securely fit on the stem trial. Neck trial would spin around on the stem trial. No surgical.

Manufacturer narrative:
Pc-(B)(4) examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary